Event description:
The purpose of this article was to compare the clinical outcomes and the costs of the plug-based- versus suture-based vascular closure device following large-bore percutaneous aortic procedures. Between (B)(6) 2024, and (B)(6) 2025, a prostyle was used in 24 patients. It was reported that the prostyle device may have caused or contributed to bleeding and surgical intervention. The article concluded by stating the suture-based prostyle system was associated with lower cost and fewer access-site complications. Details are listed in the attached article, titled 'clinical outcomes and cost analysis of plug-based versus suture-based vascular closure devices for percutaneous large bore aortic procedures"

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. The reported surgical intervention was likely related to case circumstances. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article, titled "clinical outcomes and cost analysis of plug-based versus suture-based vascular closure devices for percutaneous large bore aortic procedures"